Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was admitted for pneumonia (specifics unknown). While hospitalized, the patient contracted peritonitis (specifics unknown) while performing ccpd therapy and reportedly withdrew from rrt therapy on (B)(6) 2025. It appears the patient entered some form of palliative care and expired on (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., death certificate, esrd death notification, causality, treatment records, discharge summary) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse event of pneumonia, which warranted hospitalization. While hospitalized, the patient contracted peritonitis (specifics unknown) while undergoing ccpd therapy and reportedly withdrew from rrt therapy (rationale unknown) on (B)(6) 2025. Although the specifics are unknown, it appears the patient entered some form of palliative care and expired on (B)(6) 2025. Hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. It should be noted that limited clinical follow-up information precluded a more comprehensive medical review. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was admitted for pneumonia (specifics unknown). While hospitalized, the patient contracted peritonitis (specifics unknown) while performing ccpd therapy and reportedly withdrew from rrt therapy on (B)(6) 2025. It appears the patient entered some form of palliative care and expired on (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., death certificate, esrd death notification, causality, treatment records, discharge summary) were unsuccessful.